Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to communicate with the patient. The technical support specialist (tss) had accessed the server to check the patient's status and found that the patient was marked as discharged. The discharge date was incorrectly listed before the admission date. The tss advised referring the issue to the admission, discharge, and transfer (adt) team to correct the discharge date and re admit the patient, ensuring proper visibility on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient was failed to cross with station server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.